Event description:
Pt reports a hole forming in the soft palate following a somnoplasty treatment performed by physician at facility. Pt reports that the results weren't what pt expected, and a few days after the treatment pt had further complications of uncontrollable bleeding that required a trip to the ER to stop the bleeding, also an IV was administered due to loss of blood.